Event description:
The ortho summit sample handling system instrument tube lifters were out of synchronization with the pipetting sequence indicated on the workstation monitor. The monitor showed a different row being pipetted than what was being pipetted. No death or serious injury was associated with this incident.